Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 353 mg/dl but his sensor glucose is 152 mg/dl. Customer's blood glucose was 50 mg/dl at 11:30 am, so he ate lunch and then 40 minutes, it was at 78 mg/dl. Customer's pump said his sensor glucose was 153 mg/dl. Troubleshooting was performed for sensor glucose and blood glucose differences. Customer was advised to remove and replace the sensor. Customer also reported blood glucose of 98 mg/dl and sensor glucose value of 150 mg/dl.